Event description:
This has been across multiple sensors over the last 2 months. It will report me at 50 or 55 and send an alarm waking me from a dead sleep. I had been panicking and tempted to take action by taking glucose tablets, but my husband insisted on finger sticks to verify because it has had a history of wild inaccuracies for me. Sometimes, they tell me I'm very low, other times very high and completely inaccurate. The number wasn't even close on every occasion. Other times it would report me high (in the 200's) and when I checked it would be 90-110. I've all but given up on the very expensive system. It is off many times by over 100 points. They are rarely accurate. I have my most recent boxes and they were all wildly inaccurate. These are the serial numbers. Abbott says they aren't in the affected batch, but they should be serial numbers: (B)(6) pt code: 4580. Device codes: 2459, 2460. Procode: qbj. Ref reports: mw5179874, mw5179875.